Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 26-jan-2017, an fse conducted on-site follow-up with the customer. The fse found that the customer had lost the main board software and the usb stick was not backing up the software. The main board was replaced and the customer recalibrated all of the assays. The instrument was restored to normal operation. The most probable cause of the reported event was due to a defective main board.

Event description:
On (B)(6) 2017, a customer reported no system, prepare system stick, display or system or language with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.